Event description:
Treatment was discontinued when the machine alarmed for codes 145 and 249. Alarm 249 indicates problem with diascan, a proprietary feature that is not used at this facility. Code 145 indicates an ultrafiltration chamber problem that may be cleared by a vinegar rinse.